Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced reactivation issues. The pump is not working and he is totally incontinent. A follow up with the doctor was performed and it is likely that a revision surgery will be needed. No further information was provided.